Event description:
Complainant alleged that during biomedical department's routine testing and preventative maintenance of the device while attempting to charge the defibrillator, the device displayed error message code "error 44" on the monitor screen. The complainant indicated that there was no pt involvement in the reported failure.